Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the caster tires are worn beyond repair, the caster bearings are destroyed from drive tire damage, and the caster is vibrating, and causes the chair to veer off course.